Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed/not duplicated. During testing the brush was passed and came out dry and clean. Device evaluation revealed: bending section cover had a small channel leak, switch #1 had a cut, angulation was out of standard, control knob had reduced play, distal end plastic cover had scratches/dents, objective lens had pinholes in the adhesive, light guide lens had pinholes in the adhesive, bending section cover had holes and the adhesive was cracked/lifted and the insertion tube need to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during reprocessing, liquid remained in the channel of the evis exera iii gastrointestinal videoscope. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. During the device evaluation, the reported event (liquid remained in the channel ) was unable to be reproduced. However, it¿s likely that the barium remained in the channel due to a kink in the insertion section. A final root cause of this event was unable to be identified. The event can be detected and prevented by following the instructions for use which state: ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.